Manufacturer narrative:
The field service engineer (fse) was paged to visit the customer site. Per communications with the fse, the doctor wanted the retrospective patient data to review for nbp alarms since the patient had been bleeding internally. The customer made no allegations of device malfunction, improper user handling, and/or that the device was a contributing factor in the patient death. The data was being requested for the patient file and review purposes. No device malfunction occurred.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer called requesting retrospective data be retrieved for an expired patient in room 3 on (B)(6) 2016 between 17:00-19:00. The patient expired.